Event description:
It was reported that a crack was observed around the base of the trailing haptic and optic joint of the preloaded intraocular lens (iol) after implantation in the patient's eye. Through follow-up, we learned that there was an unusual feeling of resistance when turning the plunger. The iol remains implanted. The injector was discarded. No further details provided.

Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6) section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.